Event description:
"Hoses are smoking and leaking." Was reported on customer repair paperwork. No patient injury or delay in surgery was noted, but no additional information was obtainable on follow up with the customer.